Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed during manual prime and insulin was not squirting out. Customer's blood glucose was 153 mg/dl. Troubleshooting for prime rewind was performed. Customer states she is unable to exit the "preparing to prime" loop. Ensured customer is disconnected. Customer reported that they did not receive second series of beeps nor did numbers appear on the screen when pressing the act button. Customer was advised to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.